Event description:
Took primary tubing out of package and was priming infusion when noticed that the tubing was leaking at the ports. When we inspected it further, you could see micro-cracks in the tubing. Tubing was never connected to the patient.